Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error during testing. Unable to determine the root cause, problem isolated to motor force sensor.